Manufacturer narrative:
(B)(4).

Event description:
It was reported to philips healthcare that the heartstart mrx defibrillator had a red x, chirp, and device error - service required message. The device also had an ECG equip malfunction inop and ECG bias errors in the status log. There was no patient involvement.